Manufacturer narrative:
The wound matrix (ID (B)(6)) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. This complaint regards demo product improperly used on a patient as the result of user error/improper use of device, as demo product was clearly distinguishable from patient-use product by location, packaging, labeling, and explanation from the sales rep. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Sales representative narrative: "last week, I was asked to in-service the medical assistant and front desk receptionist at a facility. The in-service included a product demonstration using a foot demo and sample 3x7cm single layer cytal. Knowing that I would not be at the upcoming appointment, I left the demo foot and (2) 3 x 7 cm samples for the staff to practice hydrating, placing and repositioning the product. It was made abundantly clear that these sample products were for the demo foot only and not for human use." "Specifically, I pointed out that the sample product was alone in pouches and that the "live product" was boxed to provide a clear differentiation. Additionally, sample product along with the demo foot was placed on the ma's desk and boxed (for human use) product was stored up on a shelf with other patient product inventory." "Today, while inquiring about product usage during this past week, I discovered that a piece of sample 3 x 7 cm 1-layer cytal was implanted on a patient on (B)(6) 2025. The product was used to treat a pressure ulcer on the plantar of the patient's foot." "The patient was monitored from home and seen in the office on (B)(6) 2025, for wound dressing change, with no symptoms either to the wound or to the patient. No negative reactions were presented up to this point. Patient will be monitored from home with weekly wound/dressing changes scheduled."

Manufacturer narrative:
Additional information received from sales representative: 1. What is the current status of the patient? Patient is continuing to do very well with weekly wound progression. "There were no signs of side effects or complications due to the implanted demo product. " 2. Would you be able to provide us with more details on how the demo sample was mistakenly implanted in the patient? "As for the demo product used, there's absolutely no reason this should have happened. Following an inservice with newly trained staff, I left them with (2) 3x7cm demo pieces to practice soaking the product and handling placement. A demo ulcer foot was left for practice." "Very clear instructions were given to the staff about the difference between demo product and live product. Some obvious indicators mentioned: "boxed vs non boxed, stop: not for human use" on demo product and I specifically left (2) 3x7s so that the staff could cut them in half and have (4) total pieces to play with. We use the 3x3.5cm 99.9% of the time. I was at nstm when the mistake occurred and only found out when I went to enter usage and noticed their sticker documentation looked off."

Event description:
N/a.